Event description:
Received information the patient had a fall in approximately(B)(6) 2010. The patient then suffered a myocardial infarction in (B)(6) 2010. Post mi patient noticed some jolting sensations in the back and under the right shoulder blade with certain movements and on occasion spontaneously. Patient also has a history of transient ischemic attacks. Impedances were checked and measured 450-687 ohms. Further impedances were to be checked in the positions that the patient feels the shocking sensation. Also check positions with the ins turned off and check an x-ray. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).